Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, unstable thresholds, low impedance, oversensing, and noise. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.